Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Based on the information received the cause cannot be determined; however patient factors and progression of underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29mm valve implanted in mitral position for 7 years 6 months, underwent an mvr, utilizing a transcatheter valve through an alternate surgical approach, due to calcification, severe mitral stenosis with a gradient of 22 to 24mmhg, and leaflet immobility. The patient presented with symptoms of heart failure. The patient underwent a redo sternotomy. The mitral valve was approached through a transseptal incision. The prosthetic valve leaflets were frozen in the lvot. The valve was removed. A 29mm transcatheter valve was initially implanted then explanted due to improper positioning. A second 29mm transcatheter valve was implanted which was well seated with no significant regurgitation. The tricuspid valve was repaired with a 28mm annuloplasty ring. The patient was easily weaned from cpb. The mv was interrogated and was functioning well. The was only mild residual tr. However, brisk bleeding was noted from the posterior aspect of the heart where there were dense adhesions. Cpb was reinstituted. The laa was ligated due to the history of afib. There was a puncture wound in the lv that was repaired with pledgeted sutures. The patient required multiple times of weaning off and reconnecting to cardiopulmonary bypass to address the bleeding in the left ventricle of the heart and the innominate vein. Hemostasis was obtained; however, the patient was extremely coagulopathic; therefore, multiple blood products were administered. She did have some ventilator issues that resolved after removing bilateral pleural effusions. The patient was transferred to the ICU, with an open chest, in critical, but stable condition. The postoperative course was complicated by coagulopathy, thrombocytopenia, shock liver, afib, epistaxis, lactic acidosis, aki/arf, oliguria/anuria, moderate-severe rv dysfunction, fever, hypoglycemia, and anemia. The patient received multiple units of blood and blood products and broad-spectrum antibiotics. Crrt was initiated. The patient remained critically ill. After having multiple discussions with her family, the patient was placed on comfort care and expired on pod#5.